Manufacturer narrative:
Stryker evaluated the customer¿s device and verified the reported and observed issues. Stryker determined that the cause of the logged service code and the observed therapy cable issue was due to a faulty quik-combo therapy cable. The faulty cable was removed. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device had logged an event code in the memory which indicates that the AED function of the device may be inoperable. In this state the device may not be able to analyze a patient's rhythm and provide defibrillation therapy while in AED mode, if necessary. Upon evaluation of the customer's device, stryker observed that the customer's quik-combo therapy cable caused the customer's device to be unable to detect paddles lead. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.